Event description:
The customer reported via phone call that the sensor was damaged upon insertion. The customer's spouse stated that the first sensor hit a blood vessel and filled up with blood and failed. The customer's blood glucose was 120 mg/dl. She stated that a second sensor was not inserted correctly and did not register any sensor readings. The caller stated that the sensor broke while the customer attempted to reinsert the device. The caller stated that neither the needle hub nor the sensor was inside the serter. She noted that the customer had experienced this behavior with multiple sensors. The customer was advised to replace the sensors and agreed to return the device for analysis.

Manufacturer narrative:
Complaint against serter customer return only sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.